Event description:
A 20-fr corflo-max peg tube was inserted on 3/30/99. A radiologist attempted unsuccessfully on 4/2/99 to pass a jejunostomy tube through the peg tube. On 4/3/99 a surgeon unsuccessfully attempted to pass three different jejunostomy tubes through the peg tube. A second surgeon cut the peg tube down, but was also unsuccessful at passing the jejunostomy tube. On 4/9/99, the pt returned to the operating room where a new peg tube and 10 fr jejunostomy tube were inserted without difficulty.